Event description:
It was reported that there was triple counting due to lower amplitudes. This resulted in an initial inappropriate shock from this device. The system was reprogrammed at the time to prevent any additional inappropriate shocks. Recently, information was received indicating that the patient had received multiple inappropriate shocks due to lower amplitudes with t-wave oversensing. Troubleshooting was discussed, however the field representative has not provided resolution at this time. At this time, the system is still in service. No adverse events were reported.